Event description:
During the total hip replacement procedure, the liner was cracked when the surgeon inserted and pressed slightly. The surgeon changed new one to complete. (B)(4). No adverse event was reported.

Manufacturer narrative:
The product was sent to ceramtec for review and a report was received stating due to the misalignment there were point contacts between the metal shell and the insert which initiated the fracture.the complaint shall be closed to user error; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.